Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 30-nov-2018. The most recent information was received on 13-dec-2018. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel allergy positive") and thrombocytopenia ("deep thrombocytopenia at 5000") in a female patient who had essure (batch no. C26937) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2008. In 2014, the patient had essure inserted. In 2015, the patient experienced thrombocytopenia (seriousness criterion medically significant) and ecchymosis ("spontaneous ecchymosis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), gingival bleeding ("gingivorrhagia") and asthenia ("asthenia"). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, thrombocytopenia, pain, ecchymosis, gingival bleeding and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, ecchymosis, gingival bleeding, pain and thrombocytopenia to be related to essure. The reporter commented: after work-up exams, action taken was blood and hematology monitoring. Removal of essure was to be performed as soon as platelets increased again. Case was assessed as incident by the french health authorities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. Anti-platelet antibody - on an unknown date: positive, related to pregnancy in 2008 but not identified until this work-up. Blood test - in 2015: deep thrombocytopenia at 5000. Platelet count - on an unknown date: 45000 /m3. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel allergy positive") and thrombocytopenia ("deep thrombocytopenia at 5000") in a female patient who had essure (batch no. C26937) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2008. In 2014, the patient had essure inserted. In 2015, the patient experienced thrombocytopenia (seriousness criterion medically significant) and ecchymosis ("spontaneous ecchymosis"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain ("diffuse pain"), gingival bleeding ("gingivorrhagia") and asthenia ("asthenia"). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals, thrombocytopenia, pain, ecchymosis, gingival bleeding and asthenia outcome was unknown. The reporter considered allergy to metals, asthenia, ecchymosis, gingival bleeding, pain and thrombocytopenia to be related to essure. The reporter commented: after work-up exams, action taken was blood and hematology monitoring. Removal of essure was to be performed as soon as platelets increased again. Case was assessed as incident by the french health authorities. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. Anti-platelet antibody - on an unknown date: positive, related to pregnancy in 2008 but not identified until this work-up. Blood test - in 2015: deep thrombocytopenia at 5000. Platelet count - on an unknown date: 45000/m3. Further company follow-up with the regulatory authority is not possible. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.